Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use states: with the suture trimmer in place and suture taught, tighten the knot by gently pulling the non-rail (shorter, white tipped) suture limb, keeping it coaxial to the tissue tract. The reported event was related to the suture of the proglide device was pulled too hard during knot advancement. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was achieved with two proglide devices using the pre-close technique via an 8f sheath prior to a micra interventional procedure. The sheath size was upsized to 23f and the micra procedure was completed. Reportedly, during knot advancement, the suture of the first proglide device at the 10 o'clock position was pulled too hard and the whole suture came out with the knot intact. No vessel damage occurred. Knot advancement with the suture of the second proglide at the 2 o'clock position was successful. Hemostasis was achieved with the suture of the second proglide device. A little bit of manual compression was applied only as a precaution, to be safe. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.